Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician found the head up solenoid valve was stuck. He replaced the valve to repair the bed.